Event description:
It was reported that this lead was explanted due to it was dislodged but during the procedure the lead broke apart leaving the lead tip and ring still wedged in the ivc. Femoral vein access was obtained and the remainder of the lead was snared and removed however a small piece of lead was unable to be removed due to suspected tissue ingrowth around the ring electrode. The lead was not replaced as the patient no longer required any pacing. The device is not expected to return for analysis due to it was retained by the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was dislodged but during the procedure the lead broke apart leaving the lead tip and ring still wedged in the ivc. Femoral vein access was obtained and the remainder of the lead was snared and removed however a small piece of lead was unable to be removed due to suspected tissue ingrowth around the ring electrode. The lead was not replaced as the patient no longer required any pacing. The device is not expected to return for analysis due to it was retained by the hospital. No additional adverse patient effects were reported.